Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: eval is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: on day 8 and day 10, post operatively, evisceration occurred at the incision site.